Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (fluid damage).

Manufacturer narrative:
This device is class1 product so that 510k# is blank. We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the ccd driver pcb fluid damage, the lg cable connector fluid damage, the shield cover fluid damage, the junction case broken, the lg cable connector corroded, the shield cover corroded, the remote control button cut, the remote control button cut, the insertion flexible tube (ift) bump, the light guide cable bump, and the ccd module distorted image. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586 (image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.